Event description:
It was reported via repair work order that the customer ran over the power cord which damaged it. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.